Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Aspirin, clopidogrel, rx xience prime 2.5 x 18mm stent. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of stenosis, is listed in the xience prime everolimus eluting coronary stent system, instructions for use (IFU) as known patient effect(s) of a coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2013, following pre-dilatation, a 2.5x18mm xience prime stent was implanted in the first diagonal of the left anterior descending (lad) coronary artery, and a 2.5x23mm xience prime stent was implanted in the proximal lad. Post-dilatation was performed. On (B)(6) 2013, the patient was discharged from the hospital. On (B)(6) 2018, a 5-year follow-up visit was performed. An ECG was performed and cardiac enzymes were taken without reported positive results. On (B)(6) 2018, 65.5% restenosis was noted in the proximal lad, 2.5x23mm xience prime stent. The patient had been hospitalized and another stent was implanted as treatment and the patient recovered that same day. No additional information was provided regarding this issue.